Manufacturer narrative:
It was reported that the shoulder pack's battery pouches were damaged. The shoulder pack was not returned for evaluation. A review of the manufacturing documentation confirmed that the shoulder pack met all requirements for release. Applicable risk documentation and experience with events of similar circumstances were considered; events with damaged battery pouches can be attributed, but not limited to deterioration and/or due to the handling of the pack. The unit, however, was not available for analysis. Applicable risk documentation and experience with events of similar circumstances were considered; events with damaged battery pouches can be attributed, but not limited to deterioration and/or due to the handling of the pack. The unit, however, was not available for analysis. After further review of additional information received sections have been updated accordingly. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the sewing was dissolving on the battery pouches of the shoulder pack.  The pouches no longer held the batteries in place.  The shoulder pack was exchanged.  No patient complications have been reported as a result of this event.